Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, a probable cause for the image flickering is likely due to a video connector socket failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of connector being loose was not confirmed. In addition, there was a video connector socket failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported on behalf of a customer, the visera pro video system center connector was loose during preparation for use. The connection between the camera head and subject device was not stable, resulting in an occasional flickering image (image not visible). The intended procedure was a therapeutic laparoscopic surgery was completed using a replacement device. There was no reported delay or patient harm associated with this event.